Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The nurse taking care of the patient with the sensor was adjusting the patient and the cable, and the microsensor cable snapped. Now thankfully our pa was actually there at the time, and was already planning on removing the microsensor, but that's a bit concerning. No delay. On (B)(6) 2016 per rep: were there any adverse consequences to the patient? No. Is the device being returned for evaluation? Yes. Is there a serial or lot number you can provide? No. Was the device revised or was it removed and monitoring discontinued? (Icp) removed.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The connector with the serial number barcode was missing. Without product identifier information, no manufacturing review could be performed. The catheter material and internal wires were stretched and broken. The catheter was received in a small knot. No testing was possible based on the condition of the returned device. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.